Event description:
It was reported that a malfunction alarm occurred on a pump, specifically malfunction 0-0x277d, which recurred twice within a few days. There was no information available about any adverse impact on the customer's blood glucose level. The mother of the pump user contacted customer service, expressing concern and requesting clarification on the malfunction, particularly if it was safe for beach use. The pump continues to be used, and further clarification from tandem was sought by customer support, with plans for follow-up if the malfunction code appears again.